Event description:
The smoke alarm activated in the room that housed the yag laser. The laser had been turned on in order for it to warm up for a procedure. The laser was the cause of the smoke. The yag laser was turned off and unplugged. The case to use the yag laser was canceled. Biomed notified. The patient was not present in the room.